Manufacturer narrative:
Device evaluation the apollo micro catheter was returned for analysis and the clinical observation could not be confirmed as the detachable tip was found to be intact. However, the ldpe coupling tube and proximal marker band were found to be separated from the apollo micro catheter distal shaft. This was likely to be the clinical observation of the ¿tip premature detachment¿. The apollo micro catheter proximal marker band was found to be separated and missing from the distal end of the distal shaft. The separated edges exhibited with jagged edges and stretching which indicated the micro catheter separated when exceeding the tensile strength of the tubing material. It is likely the multiple uses or difficult navigation of the apollo micro catheter contributed to the separation of the ldpe coupling tube and proximal marker band. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the difficult navigation. No issues were found with the apollo micro catheter hub. No bends or kinks were found with the apollo micro catheter shaft and no other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is expected to return for evaluation. Once received and evaluation is completed, a supplemental report will be submitted. The cause of the reported event cannot be determined at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of the apollo microcatheter was observed to have detached after removal from the patient. There was no embolic agent injected prior to this issue occurring. A microcatheter was aspirated to remove the tip. No injury reported. Another micro catheter was used to complete the procedure. The patient was receiving embolization to treat an avm. Vessel tortuosity was severe and the access vessel was the groin. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. Access to the avm was attempted several times over a 3 hour period and the micro catheter was removed 4-5 times before this issue occurred. It could not reach the avm. There was no force applied during delivery or removal.